Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Correction: g8: manufacturer report number should have been under 2017865 not 2938836-2025-00005 as submitted.